Event description:
Lap lar. Ralc45 dlu fired completely, but produced under-formed staples and no cut. Upon removing the dlu from the tissue, it fell apart. Another ralc45 was used to complete the case.

Manufacturer narrative:
Results and conclusions: upon analysis, the anvil was slightly opened than normal, anvil knife pad had no knife penetration, and staple pockets had no staple information marks. There is a possibility the unit was not fully attached during opening or closing and lost turns during the process. During the firing sequence, the anvil was not fully closed and thus produced unformed staples.